Event description:
This rv lead was implanted on (B)(6)2003 and remains implanted at this time. A call to technical services was made regarding an out of range shock impedance red alert. Shock lead impedance was reviewed and current lead that patient has implanted. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).